Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Date of event: unknown. The date received by manufacturer has been used for this field. Adverse event investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for damaged tubing with the incident lot was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and 2 of the 100 tubes revealed the issue of damaged tubing. The root cause of the damaged tubing is a jam that occurred during the manufacturing process. Awareness of this complaint has been created within all the necessary bd departments. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced clogging or blocked cannula. It is reported there is something wrong with the tubing that is not allowing blood to flow. "Customer called in to report blood not flowing through tubing of wingset. There seems to be something lodged in the tubing. She will be sending in samples as well as photos of what they are witnessing. No specific date of event or concurrence amount. Patient are being re-stuck do to this issue." Per email: hello there, our laboratory staff have discovered a defect on the tubing of most of the collection devices that we ordered in february 2021. (12 boxes) the product number is ref 367342. They are all from the same lot number/expiration date: 0301741/10-31-2022. The tubing seems to have a ¿nick¿ in it, close to the hub device. (See photos, below.) When using these, it was noted that blood cannot be pulled through the tubing, requiring us to repeat blood draws on several patients. I will be sending you the product, after we receive the fed ex shipping/return label.